Manufacturer narrative:
Other applicable components are:product ID: 3889-33, lot# va1mz40, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was unsure if they were using their device right as it was causing them a lot of pain. Contributing factors were unknown and the issue was not resolved at the time of the report. Additional information from the patient stated that since (B)(6) they had pain starting at the implant site and going down to their groin, through their knee and the front of their leg. They stated they had orthopedic problems, but they had been taking muscle relaxers and they hadn't really helped. They also stated that they tried a different program and turning the implant off and none of those actions helped with the pain. They stated they were unable to walk as they were in pain. They also mentioned that they had a few falls a few months ago, but no symptoms until the (B)(6). They stated they were going to call their doctor again and make an appointment as they thought that the leads must have moved or something. They stated that the device was helping with their bladder. The caller was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.